Manufacturer narrative:
Section d4: serial number requested but not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The submitted log file contained approximately 20 days of data ((B)(6) 2021 per the timestamp). The fixed speed was set to 9200 rpm, and the low speed limit (lsl) was set to 9000 rpm; the pump maintained a speed above the lsl without issue throughout the log file. The log file captured no external power alarm due to temporary loss of ac power while connected to the mpu on (B)(6) 2021 at 09:42. The internal backup battery (ebb) supported the system operation, and the system controller went into power save mode during this event; the pump operation was not affected. The alarm resolved on its own after power was restored. The root cause of this event was unable to be determined. The mpu was not returned for analysis. As a result, the root cause of the no external power event could not be conclusively determined. An attempt was made to obtain the event information (including the serial number of the mpu, if the patient was using the locking version of the mpu ac power cord, if the mpu returns, and the patient's status). Per account information, the serial number of the mpu is unknown. It is unknown if the mpu has a v-lock connector on the ac power cord, unknown if the power cord came loose at the wall/outlet or the back of the unit. The mpu (serial #: mpu-unknown) will not be returning for further analysis. As a result, the complaint file will be closed with no further action. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during a review of log file, it was noted that on (B)(6) 2021 at 09:42, there was a no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3.2v. This appeared to be due to a loss of ac power. The internal backup battery (ebb) supported the system operation, and the system controller went into power save mode during this event; the pump operation was not affected. The alarm resolved on its own after power was restored.